Manufacturer narrative:
The product was received for analysis.

Manufacturer narrative:
This msphere 10 cere, 3.5mmx6.6cm coil (csp10035030/csp10035030) stretched, and the enterprise 4.5mm dia 37mm lgth enf453712/10335374) stuck in the microcatheter hub. There was no adverse event reported and the devices will be returned for analyses. It was not reported how and when this complaint occurred during the procedure. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, the coil was found to be unsheathed and entangled around the device positioning unit (dpu). As viewed through the returned packaging, the core wire was found to be severely kinked 20.0 centimeters off the proximal end. This damage was most likely post-procedural in nature. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The socket ring was found pushed down inside the outer sheath. One section of buckling and one section of compression were found on the coil. No stretching was found. No manufacturing defects were found. It was not reported that there was a resheathing difficulty as the coil was returned unsheathed. Due to post-procedural cleaning, handling, packaging, and from a complete lack of clarification of the circumstances leading up to the complaint event it cannot be determined how and when the coil was damaged. In addition, without the identification or the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Additionally, review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was received for analysis.

Event description:
This msphere 10 cere, 3.5mmx6.6cm coil (csp10035030/csp10035030) stretched this enterprise 4.5mm dia 37mm lgth (enf453712/10335374) stuck in the microcatheter hub. There was no adverse event reported and the devices will be returned for analyses.

Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.(B)(4).